Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d1, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the test cut could not be performed due to a damaged gear. The shoulder bolt required replacement for calibration. The gear and shoulder bolt were replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00393.

Event description:
It was reported that outside of surgery there was an incomplete mesh on the side with the gear. There was no patient involvement. Due diligence is complete. No further information is available.

Event description:
It was reported during an unknown time, that the mesh was incomplete on the side where the gear is located. There was no harm or delay. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.